Event description:
It was reported that the pump battery was depleting quickly. The customer reverted to an alternate method of insulin therapy. It was also reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 400 (mg/dl).